Event description:
Healthcare professional reported via regulatory agency left side capsular contracture, baker grade ii and rupture discovered by chance at explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown: both rupture and capsular contracture discovered post explant.